Event description:
A 7mm retained piece of jp drain from (B)(6) 2024 surgery, drains were removed without any concern in ent clinic (B)(6) 2025. The unintended piece of drain was noted and removed after discovered intraoperatively during (B)(6) 2025 surgery. Was removed endoscopically, removal confirmed by x-ray, tubing sent to pathology. Plan to go forward is CT scan to ensure no further small fragments and if there are, will be able to remove with next surgery.